Event description:
Boston scientific received information that the lead safety switch was re-set due to out of range pacing impedances on this right atrial lead. An x-ray was performed which confirmed a lead fracture. No adverse patient effects were reported, this lead remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.